Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not occlude. No patient injury was reported.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 06-june-2022 via email. Event did not occur, while in use by patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. Fluid ingression was found on the downstream sensor which caused the problem. For corrective action, the downstream sensor was replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.